Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s screen was cracked to the point of being unresponsive, rendering the device unusable and prompting replacement. Symptoms included none, and blood glucose levels were unaffected. Outcomes included the user reverting to an alternative form of insulin therapy without interruption of care or hospitalization. Investigation included review of the reported condition and verification of device identifiers and shipping details and inspection of the returned device. Investigation of this device revealed physical damage to the display assembly consistent with external breakage, with no indication of device malfunction prior to the damage. It was concluded, based on previously established findings for similar reports, that the cause was user-related external damage.